Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013, 12:40:52. During night drain cycle twenty seven, the patient's ultrafiltration reading was 712ml, indicating the home patient (hp) drained 712ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause could not be determined. Should additional relevant information become available, a follow up medwatch will be submitted.